Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed customer reported possible lot # 6286896, 6005649, 6138610.

Event description:
It was reported that an unspecified bd¿ nano pen needle was found leaking as "insulin leaks onto the skin during injection as the pen needle does not turn or attach on correctly." No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to unknown lot number for leakage and does not attach. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that an unspecified bd¿ nano pen needle was found leaking as "insulin leaks onto the skin during injection as the pen needle does not turn or attach on correctly." No serious injury or medical intervention reported.